Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had an episode of ventricular tachycardia and the physician thought there was oversensing at some point in the episode which lead to the device inappropriately detecting the event as ventricular fibrillation, rather than fast ventricular tachycardia/ventricular tachycardia. This resulted in the device delivering a shock instead of anti-tachycardia pacing. The device remains in use. No further patient complications have been reported as a result of this event.